Event description:
The patient contacted animas on (B)(6) 2012 and stated that for one month, all the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The patient noted that on (B)(6) /2012 all the keypad buttons were unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/17/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. There was evidence of contamination found under all of the button contacts.